Event description:
According to the reporter, they calibrated and placed the capsule, but when they tried to start the recording, the recorder was stuck on the searching for capsule screen. The device operator attempted rebooting the recorder but still the same result. A second recorder was attempted which calibrated successfully. A repeat procedure was needed.

Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo recorder was power on to main screen no any issues. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study of 24 hours and download the study data successfully; recorder physical examination conclusion is that recorder function properly without any problems. If information is provided in the future, a supplemental report will be issued.